Event description:
Information received from our (B)(4) affiliate. The pt reportedly had been wearing acuvue contact lenses. The pt wore acuvue advance contact lenses for the first time. Following several hours of wear, the pt found "eye sight illegibility with secretion." The pt stopped wearing the lenses, but the pt's eyesight has not recovered. The pt said he/she would fax a medical record to our (B)(6) affiliate. As of this time, no additional information has been received. Product and lot number of the product has not been received. Information received from complainant was limited and suggested potential serious injury and is being reported as worst case. If additional information is received, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Method: device not returned. No evaluation will be performed. Conclusion: no conclusion can be drawn.